Event description:
It was reported there was a telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer rf (radio-frequency) head cable was found to be out of specification. (B)(4) analysis found system error messages in the programmer logs, due to the lem (link electronics module) circuit board.